Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicates that a 12.1mm, vicmo12.1, -6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Refractive surprise and loss of bcva was observed, lens remains implanted. The reporter stated that the patients next visit is in (B)(6), no treatment has been performed and the patients current condition remains the same. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicates that a 12.1mm, vicmo12.1, -6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Refractive surprise and loss of bcva was observed, doctor admitted that the lens was upside down. He removed the lens and re-implanted the lens. It was reported that the patient is doing very well now. Patient code 3191: secondary surgical intervention, removed and re-implanted lens. Claim#: (B)(4).